Manufacturer narrative:
Eval: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for an endoscopic procedure, the physician selected a 6 shooter saeed multi-band ligator. During the loading process nothing could be advanced through the ligator handle. The valve of the handle had to be punctured with a toothpick to facilitate advancement of the loading catheter. When the trigger cord was being pulled into place by the loading catheter and the hook of the loading catheter met the ligator handle, the hook would not exit the ligator handle. At this time, the loading catheter hook reportedly snapped apart. No harm to the pt occurred due to this occurrence. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.